Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous elevated accutni results above the acute myocardial infraction cut-off for one patient and within the risk stratification for two patients generated by access 2 immunoassay analyzer. The erroneous results were reported out of the laboratory. The initial samples were repeated and results within normal reference range were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in lihep plasma tubes and were spun on a statspin centrifuge for two minutes. Qc was performing within the customer's established ranges on the date of the event. On (B)(4) 2011 and (B)(4) 2011 system check was performed which passed within instrument specifications. On (B)(4) 2011 a bci field service engineer (fse) performed a major pm and installed new wash wheel. Fse replaced the wash wheel due to bubbles forming in the wash pump. Fse verified hardware by performed a system check and high sensitivity system check which were within instrument specifications. Fse performed accutni qc which was within the customer's established limits in addition to an accutni precision run that produced acceptable results. A definitive root cause has not been identified to date.